Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue.  The device's readiness indicator showed ok and it would power on, charge and shock without any discrepancies.  Physio downloaded the electronic records from the device for review and confirmed that there wasn't any evidence of all three icons being present on the readiness display.  Additionally, there was no evidence that the device's internal hybrid layer capacitor (hlc) batteries had depleted. The cause of the reported issue could not be determined. The customer was provided with a replacement device.